Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. There are no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported a monitor was displaying a service code 107 (multiple abnormal shutdowns).